Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and gore® excluder® iliac branch endoprostheses (ibe) to treat a left internal iliac artery aneurysm. On (B)(6) 2015, the follow-up CT scan revealed a compression of one of the two contralateral leg components implanted on the right side of the patient, with the cause believed to be the anatomy of the patient. The physician decided to re-intervene at an unknown date to repair the compression with a non-gore stent. The patient is currently being monitored.